Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5; guide wire: jr 4; guide cath: jr 4. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4) - re-insertion of stent delivery system. The device was not returned. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Reportedly, the stent delivery system (sds) was reinserted into the patient anatomy after the failed attempt to cross, which likely contributed to the reported difficulties. It should be noted the promus instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. An interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional treatment was used to snare the dislodged stent resulting in a delay in treatment. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records that contributed to the reported event. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the heavily calcified and moderately tortuous ostial right coronary artery, pre-dilatation was performed using an unspecified 2.5 balloon. The promus stent system could not cross the lesion and the stent dislodged from the balloon after being reinserted into the anatomy. The stent was successfully snared from the anatomy and a 2.5x12 xience v stent was successfully deployed. Although the procedure was prolonged, there was no adverse patient sequela. Though requested, no additional information was provided.